Event description:
It was reported that pump touchscreen was cracked and shattered after customer fell or rolled over on pump, and damage was confirmed underneath screen protector while customer was still able to interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump.